Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. (B)(4).

Event description:
The physician made a couple of passes with the silverhawk. Cutter crash was experienced. A second device was opened to complete the procedure. No injury to the patient reported. Evaluation of the returned silverhawk device was completed on (B)(6) 2016. The silverhawk device was returned with its cutter driver unit. No ancillary devices or cine images from the procedure were received. The silverhawk cutter was received with the cutter head distal of the cutter window. The cutter was attached to its cutter driver unit and the cutter head was advanced proximally into the cutter window. Examination of the cutter head revealed chips in cutter edge. The customer experience of having difficulties opening and close the cutter was confirmed. The returned device exhibited evidence of cutter crash: chips in the cutter head edge.